Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, and as a result the right ventricular (rv) lead paced the right atrial (ra). The lead was repositioned and remains in place. No patient complications have been reported as a result of this event.